Manufacturer narrative:
Product ID 8780, serial# (B)(4) implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 16-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown intrathecal medication via an implantable pump for unknown indications for use. It was reported that the patient had a cerebrospinal fluid (csf) leak resulting in blurred vision, headache, vomiting, and nausea. The patient was being sent for MRI. The patient was seen at the office by the doctor. The patient was asked to bed rest and take oral fluids and caffeine. It was further reported the patient was kept in the hospital for several days post implant. The csf leak symptoms resolved. The pump was filled with medications on (B)(6) 2021 . It was noted on (B)(6) 2021 , the patient called the doctor saying that csf leak symptoms appear to have returned. This was when the rep was notified of this issue. It was asked but unknown if surgical intervention was planned. It was noted it may require intervention such as a blood patch. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury¿.  The patient¿s weight and medical history were asked but unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2021 indicated a blood patch was performed and seemed to have improved symptoms. Regarding the patient being kept in the hospital for several days post-op, it was noted the hospital stay was prolonged after implant. The patient was released when the symptoms got better. They symptoms returned when the pump was filled with medication and dose was started. It was noted the provider was continuing to work with the patient. The symptoms were greatly reduced after the blood patch. The patient requested they give them a personal therapy manager (ptm).